Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleed)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, fatigue, alopecia, headache, migraine, weight increased and tooth disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia, bladder probs., urinary probs and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Previously reported event "injury nos" is replaced by "dyspareunia (painful sexual intercourse)", events- " menorrhagia (heavy menstrual bleeding),dysmenorrhea (cramping), bladder problems, urinary problems, fatigue, hair loss, headaches, migraines, weight gain and dental problems", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.